Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was image issues. The 2d images were good to use, however when they perform the 3d spin the image quality was too dark to use. They have tried adjusting the different varieties of brightness without resolution. No patient was present at the time of the event.